Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the lead exhibited high out of range pacing impedance measurements of greater than 2500 ohms in both bipolar and unipolar configurations. The lead also had complete loss of capture and non detection of sensing. The patient had an underlying rate in the high 30 beat per minute range. A fracture was suspected, but not confirmed. A revision procedure was performed where the physician added a new system on the opposite side of the patient and left the lead and pacemaker implanted. The device was programmed to the lowest possible outputs. No additional adverse patient effects were reported.